Event description:
A tandem mobi cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer, following instructions from technical support, attempted to resolve the issue by removing the cartridge and delivering a bolus, which completed successfully. However, the customer was unable to reload the original cartridge, and a subsequent attempt to load a new cartridge resulted in another alarm. Technical support advised against preloading cartridges and planned to send two goodwill replacement cartridges, as the customer had no empty ones available. A pump replacement would proceed once a new, empty cartridge was loaded.